Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The device was not previously returned for service unrelated to the complaint or service history. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure and product was not returned for the servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
Case ID: (B)(4). Case status: open. Summary: 8015 error code 121.2002. Case notes: (B)(4). Customer called experiencing error code 121.2002 with their 8015. The customer also stated the ac indicator on the front panel was blinking. Verified using an alaris battery. Recommended the customer replacing the power supply board, the switching power supply or replacing both. Recommended the customer send in unit for repair. No patient involvement. Serial number: (B)(4).